Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, low sensing was observed. The physician decided to cap and replace the sense/pace portion of the lead. The defib portion remains active.